Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt was explanted in 2007 (exact date not reported-event and explant dates are estimates) due to a skin flap infection. The pt was reimplanted with a new device approx seven months later.